Event description:
Caller alleged discrepant inratio inr results in comparison to the lab inr results. Results as follows: date: (B)(6) 2013; inratio inr: 1.2; lab inr: 2.3. Testing was performed simultaneously. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.